Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 426 mg/dl. The patient had been experiencing high blood glucose all day long, as well as the night before. The patient experienced thirst, dry mouth, frequent urination and vomiting. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was programmed correctly the insulin pump passed the prime test, but the patient didn't have the tubing clamp for the high pressure test. Found that the patient did get a no delivery alarm. Sent a tubing clamp to the patient. Nothing further was reported.